Event description:
It was report that the right ventricular (rv) lead exhibited high thresholds. The rv lead was explanted and replaced.  As the physician was attaching the new rv lead to the header, he said that "the lead didn't feel like it went all the way in"  he disconnected the lead from the can and reattached it.  It was reported that overnight, patient experienced a hypotensive bradycardic event and atrioventricular block. The device was inter rogated, and the new rv lead had high thresholds and high impedance and no capture. The lead was reprogrammed, and a temporary lead was placed to stabilize the patient. Later in the day, the patient was taken to the lab for lead revision as patient had another episode of hypotension and bradycardia. The new rv lead exhibited no capture, high impedance, varying impedance and high thresholds and a polarity switch. A new implantable pulse generator (ipg) was implanted when the new rv lead was repositioned as there was concern in regards to the device header . The new rv lead was capped and the ipg was replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10:  w1dr01 ipg; implant date (B)(6) 2024 . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated a polarity switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.